Event description:
It was reported that the pump declared an alarm 30. The impact on the customer's blood glucose level was not specified as they declined to answer whether it exceeded 500 mg/dl. Customer reverted to using a backup insulin pump, and technical support arranged to replace the faulty pump.